Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at ipg site. The pain was more likely due to the scar tissue. It was noted that the patient had a potential allergy. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at ipg site. The pain was more likely due to the scar tissue. It was noted that the patient had a potential allergy. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at ipg site. The pain was more likely due to the scar tissue. It was noted that the patient had a potential allergy. The patient will undergo a revision procedure.